Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis confirmed complaint of backup operation. The cause of the backup operation was due to encountering an uncorrectable nmi or parity error in the stack. No further anomalies were found.

Event description:
It was reported that during implant the implantable cardiac defibrillator was in backup operation. The device was not implanted.